Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. In previous report section b5 was incorrect. Correct b5 should be - the patient alleged visualization of black particles in the device. There was no report of patient harm/injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found a foreign particle of unknown source was in the screen of the ui panel on the front panel of the device. An internal visual inspection of the device was completed by the manufacturer and found an unknown dust contaminant on the inside of the filter area of the blower box. An unknown dark contaminant on the top enclosure, front panel, rear panel, and bottom enclosure. An unknown contaminant on the bottom enclosure. An unknown dust contaminant on the blower and blower seal. Keratin-like substance on the outlet of the blower box and on the blower seal. Evidence of liquid ingress to the blower and blower box. The manufacturer found no evidence of sound abatement foam degradation. The device was applied power and the device operated properly. The manufacturer concludes multiple contaminations of foreign particle, dust, unknown dark contaminant, unknown contamination and keratin found were inconsistent with the device and liquid ingress is consistent with blower and blower box. The manufacturer found no evidence of sound abatement foam degradation. In this report, section b3, d9, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.